Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-04021, 3006705815-2019-04022. It was reported the patient's leads had migrated after implant. The issue was confirmed via x-rays. It was noted the patient felt tingling in the ribs. As a result, surgical intervention was undertaken during which the system explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-04021, 3006705815-2019-04022.